Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s901usqs9gzb4 hardware: sm-s901u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with diabetic ketoacidosis (dka). The pod controller will not turn on. The patient tried using a different charger but the controller still did not turn on. The controller's screen would remain black and only does a vibration while attempting to charge it. Symptoms reported include dehydration and labored breathing. The patient was treated with unspecified intravenous fluids and shots of insulin. The patient was discharged on the same day.